Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent discectomy on (B)(6) 2017 during which the distal tip of instrument broke. There were no fragments of the instrument remaining inside patient.